Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had a blood glucose of 46 mg/dl which was treated by drinking soda. Customer's blood glucose at the time of the call was 148 mg/dl. The customer needed assistance checking their basal/bolus settings. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.